Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a male pt while in the operating room. Via email from the perfusion services to the sales rep, it was stated that they "had difficulty inserting the iab (intra-aortic balloon), as the spring wire guide (swg) would not pass into the iab central lumen." The cardiac surgeon had attempted to insert the iab via femoral approach and they were unable to backload the swg into the iab. As a result, the iab was not used. A new iab tray was opened. The pt outcome was the pt tolerated the delay or interruption in therapy and was "coming off of bypass" during this time. The first swg was discarded, thus it is impossible to identify if the first event used a .030" swg attempt to insert into a .027" central lumen. Per the client they only used the swg from the actual iab insertion tray. Ref MDR # 1219856-2012-00258 for the next event involving the same pt.